Event description:
It was reported to boston scientific that during preparation, the device was operational; no alarms. However, during the procedure, there was fluid leaking out of the cabinet. Upon investigation, it was found the tubing inside the cassette was cut. The physician completed the procedure with another of the same device from the same lot with no patient complications and the patient is reported to be "fine".